Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. The field representative has notified the patient's physician. At this time, the device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This device was returned and is currently undergoing detailed analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the crt-d noted no anomalies. The battery voltage was measured at 2.795 volts, which is lower than expected, but still sufficient to support full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to the low voltage capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors in this device resulted in a high current drain, which was depleting this device¿s battery much faster than normal.

Manufacturer narrative:
The device remains in service at this time. This report will updated upon receipt of additional information.

Event description:
The device was explanted and replaced. There were no additional adverse patient effects reported.